Event description:
It was reported that the universal modular electric/battery single trigger handpiece was working intermittently. Add'l clinical follow up with the customer indicated that the reported event occurred during surgical use. It was also reported that resetting the aseptic transfer kit battery did not resolve the issue. The handpiece operated the same with a different battery also. All the available batteries worked with the second handpiece in the instrument set providing desired power to complete the planned procedure without harm or extended surgical time.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.